Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech found the unit was out of calibration and the thickness control lever was loose. Tech replaced the vespel and semi-circle bearings, calibrated the unit, tested it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date, the air dermatome was broken and not working. There was no report of harm or delay as there was no patient involvement. Due diligence information complete as no additional information indicated. During device evaluation, the dermatome was identified with a loose thickness control lever. No adverse events were reported as a result of this malfunction.